Event description:
Our office represents (B)(6) who received two smith and nephew, inc., hip implants in 2010. For your reference, enclosed is a copy of the implant log sheets for each of mrs. (B)(6)'s hip implants. Subsequent to mrs. (B)(6)'s hip implants, smith and nephew, inc., withdrew the medical devices from the market. Since her hip implants in 2010, mrs. (B)(6) has experienced problems such that she has needed to revise one of her hips so far. After reviewing some of mrs. (B)(6)'s problems with her hip implants to the FDA. She was injured by medical devices that were surgically implanted into her when she had her hips replaced.